Event description:
A bipap a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation of the device, the service technician noted two (2) ventilator inoperative codes; e-46 (cpu cannot communicate with the flow sensor using i2c bus) and e-47 (cpu cannot communicate with the pressure sensor using spi bus). The printed circuit assembly (pca) needed to be replaced due to these error codes. Additionally, error code e-96 (unable to write to event log) was also observed. The evaluation of the device data also identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted dust/dirt and tobacco contamination. The device was scrapped by the service center after the evaluation was completed.